Manufacturer narrative:
This investigation is ongoing. Once additional information is received, a supplemental will be submitted accordingly. The following mdrs were submitted for this event: 3013450937-2023-00221, 3013450937-2023-00222.

Event description:
It was identified on 04 september 2023 that a patient had undergone a revision surgery. This revision surgery occurred on (B)(6) 2023. The following implants were revised during this event: eleos poly spacer, eleos tibial hinge component, and eleos distal femur axial pin. This event will be reportable to the FDA as a serious injury due to the revision. This report captures the eleos distal femur axial pin.

Manufacturer narrative:
It was identified through pcr (b)4) that the patient had undergone two previous revision surgeries which were not initially captured. This event captures the revision surgery which occurred on (B)(6) 2023. The following implants were revised during this event: eleos poly spacer, eleos tibial hinge component, and eleos distal femur axial pin. The patient underwent a previous revision surgery on (B)(6) 2023 due to their tibial hinge component dislocating. Refer to pcr (B)(4) . It was reported that the patient's tibial hinge component dislocated from the tibial poly spacer. The patient underwent a revision surgery where the following eleos implant was revised: tibial poly spacer. Refer to pcr (B)(4) . A review of the work order and sterilization batch release record for the product involved found no indication that the implant dislocation was a result of a manufacturing or sterilization nonconformance. The eleos complaint history record was reviewed, which found nine (9) previous complaints for tibial hinge dislocation. Therefore, a complaint trend was not identified. The root cause of the tibial hinge dislocation could not be determined. Based upon review of the device history records and sterilization records, the investigation concluded that the root cause of the tibial hinge component is most likely not related to the design, manufacturing, and/or sterilization of the component.